Event description:
A report was received that the patient was admitted to the hospital for an occipital wound infection. The symptoms were pus, redness and fever. The patient was administered IV antibiotics vancomysin. The infection is not device related, however, the physician suspects that the patient is susceptible to infection.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2366-50, serial #: (B)(4), description: linear¿ 3-6 lead, 50cm. Model #: sc-1132, serial #: (B)(4), description: precision spectra implantable pulse generator.

Event description:
A report was received that the patient was admitted to the hospital for an occipital wound infection. The symptoms were pus, redness and fever. The patient was administered IV antibiotics vancomycin. The infection is not device related, however, the physician suspects that the patient is susceptible to infection.

Manufacturer narrative:
Additional information was received that the patient underwent a system explant procedure. The explanted devices were not returned to bsn as they were discarded by the medical facility.